Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was noted to have a cut in the outer insulation 21.5 centimeters from the terminal pin. There was a corresponding cut in suture sleeve noted. The helix/tip was normal with no sign of damage or defect. The lead was determined to have been electrically continuous. No anomalies were noted that would have contributed to the dislodgment.

Event description:
Boston scientific received information that this lead displayed high thresholds and loss of capture (loc). An x-ray was performed where it was determined that the lead had dislodged. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects reported.